Event description:
Had another issue with a 6.25 malyugin where it was twisted while unfolding and there was 1 circle on the ring looked a little stretched out. It was a complex case and the surgeon ended up removing the malyugin to use iris hooks instead. [?]2 more incidents on (B)(6) 2026 where the surgeon said the 6.25 malyugin ring was not coiled correctly. No patient injury.